Event description:
It was reported that the customer inadvertently initiated a tubing fill while wearing the infusion set, leading to an emergency room visit. The lowest blood glucose level recorded during the incident was 47 mg/dl, with no injuries or ketones reported, and the pump was confirmed to be functioning as intended. The customer took corrective action by injecting glucagon and received IV saline treatment, which resolved the issue. Despite the resolution, the healthcare professional recommended a device replacement due to mistrust in the product, and the customer agreed to return the pump.